Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the customer received the following results on the aviva system within 10 minutes: 92 mg/dl at 11:30 a.m., 392 mg/dl at 11:40 a.m., and 135 mg/dl at 11:41 a.m. The customer was having hypoglycemia with symptoms of blurry vision, sweating, shaking, and couldn't respond very well. The customer's wife treated him with two packages of sugar and two mouthfuls of maple syrup. Return of the suspect device was requested for evaluation.